Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted.the device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.based on the current information, the specific root cause of the event could not be determined. User or procedural related factors (such as lens manipulation after insertion) might have caused or contributed to the event.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the tip of one haptic broken off and missing. The other haptic is slightly bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the doctor inserted the lens into the eye then took hold of the trailing haptic and it broke off. The incision was enlarged to remove the lens and a back up lens of same model was successfully implanted.